Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed an unrecognized "short in system" error message and stopped ventilating. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.